Event description:
Info was received from the customer that the unit's high pressure alarm was not functioning. This malfunction was identified while in pt use, however there was no reported harm. During the repair eval, it was discovered that the wire to the high pressure alarm had become disconnected. The connection was repaired to correct the problem.